Event description:
Caller reported an issue with incorrect time settings on their pump, which was causing a time discrepancy of more than five minutes. There was no adverse impact to the customer¿s blood glucose level, as previous settings did not result in levels above 500 mg/dl or below 54 mg/dl. Customer technical support assisted the caller in updating the pump time and advised monitoring for any recurrence of the discrepancy. Caller acknowledged and understood the advice given.